Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin (dosage, route, and frequency not reported) for the peritonitis. The patient was discharged from the hospital after eight days. The treatment with the antibiotic was discontinued a day after the discharge from the hospital. The patient was recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13k17023 and h14c11039 was performed with no issues noted during the manufacturing process related to the reported event. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.